Event description:
Insulet was made aware of an alleged patient's death while using the omnipod. A social media post reported this type of device is responsible for a family members death. Insulet sent a follow-up post to the initial reporter requesting details, however no new information has been received, and further investigation is not possible. Post-market will review this case again if new information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported passing of the patient. No lot release records were reviewed, as the product lot number was not provided.